Manufacturer narrative:
As of today the investigation is still in process and a follow up will be filed as needed.

Event description:
It was reported that the vta will not move vertically. A field engineer was dispatched to the site and while troubleshooting the reported issue the vta fell down the length of the lead screw. No injury reported.

Manufacturer narrative:
Hologic has been working with our customers to ensure the safety and efficacy of our products. The reported system issues have been repaired and the system is working as intended. The replaced parts have been returned to hologic for investigation as a part of already classified recall z-1343-2020. Through CAPA-03064, an initial investigation was performed, and it was determined that the reported incident was a result of excessive wear. The excessive wear was most likely contributed to by inconsistent maintenance of the lead screw/nut lift system. There were no raw material abnormalities that would lead to abnormal wear